Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, there was a blockage in the shunt. There were no reports of delay or patient harm.

Manufacturer narrative:
Updated UDI (B)(4). A valve and catheter were returned for evaluation. The position of the cam when valve was received was 30mmh2o. The devices were visually inspected: no defects were noted. The valve was tested for programming and passed the test. The valve was flushed, no issues were noted. The valve was leak tested. No leaks noted. The catheters were irrigated, no occlusions noted. The valve was reflux tested and passed. The valve was then pressure tested. No issues were noted. The investigation of the returned devices did not confirm a problem. The devices functioned as intended. At present, we consider this complaint to be closed. Refer to MDR 1226348-2018-10049 for information regarding the second device reported in this event.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.